Event description:
It was reported that the patient received several inappropriate shocks seconds after a friend pulled his arm back. The lead was found to be dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.